Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, false asystole alarms) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. The trunk cable connector was cracked. The root cause for the open wire and damaged connector was excessive force. There was no death or adverse event associated with the belt malfunction.

Event description:
03/22/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 12/17/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and false asystole alarms.